Event description:
Boston scientific received information that directly post-implant this right ventricular (rv) lead revealed a rise in thresholds. The patient was returned to the cathlab and the pocket was reopened. Measurements were taken with a pacing system analyzer (psa) and thresholds appeared with in normal range. The pocket was closed and the patient remained in the hospital. A few days later the rv lead was tested again and revealed high threshold measurements and a loss of capture. The pocket was again reopened and the rv lead was measured with a pacing system analyzer (psa) and no capture and high thresholds were observed. The physician and the field representative present at the procedure noted that the rv lead was too far in the apex of the right ventricle, as seen on fluoroscopy and cardiac was suspected. There was no clinical evidence for this observation. The rv lead was then explanted and replaced. The pocket was closed without further complications. No additional adverse patient effects were reported.

Manufacturer narrative:
The rv lead will be returned for analysis. To date, the explanted lead has not been received at boston scientific. Upon receipt the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of the event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the complete lead was performed. Resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout this test were within normal limits. It was noted that pressure test were not performed as the lead would fail this test due to cuts in the lead. The lead also failed helix mechanism test as the helix failed to extend, which was most likely due to dried body fluid in the mechanism microscopic inspections of the terminal pin assembly, lead body, and electrode tip found it was observed that there were cuts in the insulation near the terminal pin. Also the conductor coils were deformed and blood was noted near the helix. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis could not confirm the reported allegation. The lead was archived